Event description:
The video scope was sent to an olympus service center with a report that there was an image defect. There was no patient harm reported. During inspection and testing, foreign material was found in the water nozzle. This report is being submitted for the presence of foreign material found during the evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. The event can be detected/prevented by following the instructions for use: instructions, operation manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. The device evaluation found that due to damage on charged coupled device unit, the image displayed had noise. There was a leak due to a crack on the up/down knob. Due to wear of the angle wire, bending angle in up direction did not meet the standard value and play of up/down knob was out of the standard value. The bending tube was deformed, and the connecting tube had discoloration. The following components had scratches: forceps elevator knob, forceps elevator lever, plastic distal end cover, connecting tube, and the up/down knob. The adhesive on bending section cover had a crack, and the adhesive around the objective and light guide lens was peeled. Olympus will continue to monitor field performance for this device.